Manufacturer narrative:
It was reported that the patient concurrently underwent a colpocleisis procedure to treat urodynamic stress incontinence and accompanying utero-vaginal prolapsed. The procedure was performed on (B)(6) 2003. The patient was seen for gynecological review on (B)(6) 2013. The patient has not undergone any revisionary procedure, but has had two rectal prolapsed repairs since the initial procedure and has spinal stenosis. The patient has urinary frequency, sciatic type discomfort and a feeling of occasional incomplete bladder emptying which was disproven by a scan. The surgeon opines that the patient has de novo idiopathic detrusor overactivity and sciatica. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient stated the mesh was implanted ten years ago for bladder problems and over the years, the need to pass urine has increased. The patient experienced the need to urinate every two hours, day and night. The patient reported that her urine flow was very weak and just after she had urinated, she still felt the need to go. At times, the odor of the urine was very offensive. The patient also reported experiencing pain. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient stated the mesh was implanted ten years ago for bladder problems and over the years, the need to pass urine has increased. The patient experienced the need to urinate every two hours, day and night. The patient reported that her urine flow was very weak and just after she had urinated, she still felt the need to go. At times, the odor of the urine was very offensive. The patient experienced pain, dysuria, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. No additional information was provided.